Event description:
It was reported by the customer's mother that the customer got a no delivery alarm. Troubleshooting occured at it was discovered that the reservoir was not delivering the insulin. Customer's blood glucose level at the time 335mg/dl. Customer also reported that the belt clip on the insuilin pump had broken off. Advised belt clip and reservoir would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.